Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of restenosis leading to intervention is listed in the biomimics 3d instructions for use and is a known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
The patient was treated as part of the mimics 3d USA post-market observational study. On (B)(6) 2021, the patient was implanted with one 6.0 x 100mm biomimics 3d (bm3d) stent. This was used to treat a de novo lesion of the superficial femoral artery (sfa) middle third to sfa distal third in the right leg. A contralateral approach was used and the lesion was prepared using standard percutaneous transluminal angioplasty (pta) and atherectomy. The treated segment was also post-dilated with pta. It was reported that on (B)(6) 2022, the patient had a severe in-stent restenosis of the distal sfa and proximal popliteal arteries. On the same day, laser atherectomy and pta on the sfa distal third and proximal popliteal was conducted. It is reported as a target lesion revascularisation (tlr) and target vessel revascularisation (tvr). The event outcome was reported as resolved/recovered. The event was reported as "not related" to the bm3d device and "not related" to the study procedure due to a worsening of the patient's pre-existing condition and target lesion related. The event was reviewed by veryan and considered possibly related to the device on (B)(6) 2022. The device remains implanted.

Event description:
The patient was treated as part of the mimics 3d USA post-market observational study. On (B)(6) 2021, the patient was implanted with one 6.0 x 100mm biomimics 3d (bm3d) stent. This was used to treat a denovo lesion of the superficial femoral artery (sfa) distal third to proximal popliteal in the right leg. A contralateral approach was used and the lesion was prepared using standard percutaneous transluminal angioplasty (pta) and atherectomy. The treated segment was also post-dilated with pta. It was reported that on (B)(6) 2021 a restenosis of treated segment (target lesion) was identified. The patient had a severe in-stent restenosis of the distal sfa and proximal popliteal arteries. The event was reported as "not related" to the bm3d device and "not related" to the study procedure but due to a worsening of the patient's pre-existing condition and it was reported as target lesion related. On (B)(6) 2022, laser atherectomy and pta on the sfa distal third and proximal popliteal were conducted. It was reported as a target lesion revascularisation (tlr) and target vessel revascularisation (tvr). The event outcome was reported as resolved/recovered. The event was reviewed by veryan and considered possibly related to the device on (B)(6) 2022. The device remains implanted. Additional information provided by the site on 28-feb-24 updated the date of onset from (B)(6) 2022 to (B)(6) 2021, the target lesion was updated from sfa middle third to sfa distal third to reflect the sfa distal to proximal popliteal.

Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of restenosis leading to intervention is listed in the biomimics 3d instructions for use and is a known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted. Section a.2. Was updated with the patient's age at time of the event which was linked to the section b.3. Update to the date of onset, and section b.5. Was updated to reflect the date of onset and target lesion information, section d.3. And g.1. Were updated the veryan address, section d.10. Added concomitant medicines, sections g.6. And h.2. Reflect the type of report (follow-up 01) and the reasons for the updates, and section e.1. Reflected updates to the site contact details. Section h.11. Reflects the sections of the report that were updated.